Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Date of event, operation of device and initial report sent to FDA are unknown. No information has been provided to date.

Event description:
It was reported that an alternating current watchdog failure alarm occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: updated h6: health effect code: updated h6: event problem and evaluation codes: update not required h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d4: model number; g1.

Event description:
Additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: the unit was not connected to a patient. The customer states this complaint was created in error.